Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Provider states the end user alleges was going down a ramp the right brake locked up and threw end user out of the chair, end user was not wearing seat strap. Provider states the end user sought medical attention, right thumb was fractured and right bicep muscle was bruised

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs, motor, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional testing- when the test rig joystick was powered on, it immediately gave a 6-flash error code indicating a right brake fault. After re-tightening the push-drive lever screw, the motor/gearbox was retested and found to function properly. The brake released when the joystick was actuated in all directions. The motor drive shaft rotated smoothly, giving no indication that the brake was dragging, sticking, or "locking up" the motor drive shaft. The brake reengaged when the joystick was released in all cases. Thus, the "locking up" failure described by the customer was most likely an emergency stop initiated by the controlled initiated an emergency stop due to the electrical brake fault and no the brake itself sticking. After initial functional testing, the motor end cap was removed and it was found that the screw fastening the push-drive lever to the brake coil was partially unscrewed, which allowed the lever to swing freely and intermittently actuate the brake micro switch. When the screw was re-tightened, the lever properly switched between the two end positions of the cap slot and only actuated the micro switch in the "push" position. Inspection of both the screw and the thread hole in the brake coil found no signs of thread stripping, which could otherwise have caused the screw to loosen. Inspection of the brake disc-drive shaft interface found a layer of brake dust on the shaft only and traces of a clear liquid on the inner case surface and copper plate. Brake dust was found on and immediately around the surface of the drift shaft nut. The hexahedral mating hole on the brake disc did not appear to be rounded or otherwise damaged. Taken together with the observation of normal brake function during functional testing, this suggested that the dust occurred as a result of repetitive braking and not a dragging or stuck brake. This would be consistent with the observation of the loose lever intermittently tapping the brake micro switch, which would cause a brake fault and consequent emergency braking by the power wheelchair. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the brake locking up was not confirmed. However, an alternative failure mode of a loose brake lever actuating the brake micro switch, which could have caused the controller to initiate an emergency stop due to a brake fault was confirmed. As to how the brake lever became loose could not be determined from the available information and analysis. Complaint was confirmed. The underlying cause is a loose screw. Root cause is not able to be determined.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs, motor, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional testing- when the test rig joystick was powered on, it immediately gave a 6-flash error code indicating a right brake fault. After re-tightening the push-drive lever screw, the motor/gearbox was retested and found to function properly. The brake released when the joystick was actuated in all directions. The motor drive shaft rotated smoothly, giving no indication that the brake was dragging, sticking, or "locking up" the motor drive shaft. The brake reengaged when the joystick was released in all cases. Thus, the "locking up" failure described by the customer was most likely an emergency stop initiated by the controlled initiated an emergency stop due to the electrical brake fault and no the brake itself sticking. After initial functional testing, the motor end cap was removed and it was found that the screw fastening the push-drive lever to the brake coil was partially unscrewed, which allowed the lever to swing freely and intermittently actuate the brake micro switch. When the screw was re-tightened, the lever properly switched between the two end positions of the cap slot and only actuated the micro switch in the "push" position. Inspection of both the screw and the thread hole in the brake coil fond no signs of thread stripping, which could otherwise have caused the screw to loosen. Inspection of the brake disc-drive shaft interface found a layer of brake dust on the shaft only and traces of a clear liquid on the inner case surface and copper plate. Brake dust was found on and immediately around the surface of the drift shaft nut. The hexahedral mating hole on the brake disc did not appear to be rounded or otherwise damaged. Taken together with the observation of normal brake function during functional testing, this suggested that the dust occurred as a result of repetitive braking and not a dragging or stuck brake. This would be consistent with the observation of the loose lever intermittently tapping the brake micro switch, which would cause a brake fault and consequent emergency braking by the power wheelchair. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the brake locking up was not confirmed. However, an alternative failure mode of a loose brake lever actuating the brake micro switch, which could have caused the controller to initiate an emergency stop due to a brake fault was confirmed. As to how the brake lever became loose could not be determined from the available information and analysis. Provider states the end user alleges was going down a ramp the right brake locked up and threw end user out of the chair, end user was not wearing seat strap. Provider states the end user sought medical attention, right thumb was fractured and right bicep muscle was bruised